Manufacturer narrative:
The manufacturer previously received information alleging a ds2adv auto CPAP device had white or clear particles floating in the water chamber of the humidifier. The user alleged seeing these particles in the morning when changing the water. The user washes the filter once a month and states the stuff floating around in the leftover water looks like the filter material. The user is unsure of the brand of the filter being used. This device is not part of the recall. The manufacturer has received additional information alleging the motor is not blowing and there is a loud popping noise in the motor. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer has updated section h, device problem code, in this report.

Manufacturer narrative:
The manufacturer previously received information alleging a ds2adv auto CPAP device had white or clear particles floating in the water chamber of the humidifier. The user alleged seeing these particles in the morning when changing the water. The user washes the filter once a month and stated that stuff floating around in the leftover water looks like the filter material. The user is unsure of the brand of the filter being used. This device is not part of the recall. The manufacturer also previously received additional information alleging the motor is not blowing and there is a loud popping noise in the motor. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found the printed circuit assembly needed to be replaced. During the evaluation of the device at the service center the device log files were successfully downloaded and reviewed in full. There was no actionable error codes observed. In addition, the reusable pollen filter was replaced, the blower had a failure, the blower outlet seal/isolator kit was contaminated, the blower box kit saline was polluted, the modem had a failure, and the usb cover was missing. The device was repaired and passed all testing. The manufacturer has updated section h in this report.

Event description:
The manufacturer received information alleging a ds2adv auto CPAP device has white or clear particles floating in the water chamber of the humidifier. The user alleged seeing these particles in the morning when changing the water. The user washes the filter once a month and states the stuff floating around in the leftover water looks like the filter material. The user is unsure of the brand of the filter being used. This device is not part of the recall. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.